Event description:
It was reported that a pt was on circuit for 5 hours and developed high membrane pressures causing them to have to change out the oxygenator. No pt harm reported. (B)(4). Ref MFR# 8010762-2014-00104.